Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. Customer reported sticker on the back was rubbed off. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged exposed to moisture and cosmetic damage located at the lcd window on (B)(6) 2022 . The insulin pump passed the following tests: displacement test, self-test. P-cap locked into place properly. Insulin pump was successfully downloaded with thus. There were no anomalies during testing and insulin pump history file. Insulin pump was cut open to perform visual inspection and found moisture damaged at electrical board 1 & force sensors. The following were noted during visual inspection: scratched case, cracked case, cracked lcd window, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, cracked case (battery tube). Moisture damage was confirmed at electrical board 1 and force sensor. Cosmetic damage is confirmed at lcd window. Additional cosmetic damages were noted on insulin pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.